Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the unit has no power alarm. Key failure on/off switch.